Event description:
Caller reported a cartridge alarm 20, and their blood glucose was displayed as "high," with the specific value unknown. The customer addressed the issue by changing the cartridge and taking insulin, with no assistance needed from a third party. Reportedly, customer reverted to manual injections for insulin therapy.